Manufacturer narrative:
Device evaluated by MFR: a visual examination confirmed that four blades were present on the balloon. One blade and pad were lifted for approximately 5mm from the proximal blade edge. There was a section of the pad remaining on the balloon. Blood was present within the balloon and inflation lumen which is evidence of a leak. A further microscopic examination confirmed a balloon pinhole where the blade was lifting from the balloon. There were no issues with the tip. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states 'caution: use only a 7f (2.33 mm) or larger introducer sheath'. However, the complaint states that a 6fr sized sheath was used. (B)(4).

Event description:
It was reported that while withdrawing a peripheral cutting balloon, removal difficulties occurred. The lesion being treated was midbrachial and 70% stenosed. The physician used a 2 cm peripheral cutting balloon (pcb) for a shunt dilatation. After one succesfull dilatation during about 10-20 seconds, the pcb deflated. During withdrawal of the pcb removal difficulties occurred. The device was eventually withdrawn out of the 6f sheath. One of the atherothome was "split away" from the pcb but still hold to the balloon. The physician completed this procedure successfully. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while withdrawing a peripheral cutting balloon, removal difficulties occurred. The lesion being treated was midbrachial and 70% stenosed. The physician used a 2 cm peripheral cutting balloon (pcb) for a shunt dilatation. After one successful dilatation during about 10-20 seconds, the pcb deflated. During withdrawal of the pcb removal difficulties occurred. The device was eventually withdrawn out of the 6f sheath. One of the atherothome was "split away" from the pcb but still hold to the balloon. The physician completed this procedure successfully. No patient complications were reported.